Event description:
It was reported via trial that post xact stent implantation in the right internal carotid artery, the pt experienced hypotension and was treated with fluids and levophed. At approximately 10 pm that evening, the pt experienced a drop in blood pressure and reported feeling anxious and short of breath. Shortly after, the pt experienced respiratory arrest and was intubated. Heart rhythm was in pulseless electrical activity (pea). Cardiopulmonary resuscitation was initiated for 12 minutes. The pt exhibited no respiratory effort, remained in pea and pupils were fixed and dilated. The code was called at 10:42 pm and the pt was pronounced dead. Per physician, the death was not device related, but possibly from a myocardial infarction or pulmonary embolism. There was no add'l info provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported hypotension, respiratory failure, myocardial infarction, embolism, and death are known potential adverse events listed in the xact instructions for use. The pt effects were treated with medication. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, or design.